Event description:
During coiling treatment of a wide neck p-comm aneurysm, the third coil used in the procedure was repositioned approx 4-5 times and it was reported the coil stretched. The physician was able to retrieve it. Procedure was discontinued and the pt was sent to surgery for clipping as the occlusion balloon position was lost and unable to safely reposition (2 coils already in the aneurysm). The pt is in the hosp due to an infarct that involved to her entire hemisphere and she does not have full function.

Manufacturer narrative:
This device involved in this event has not yet been returned for eval. A f/u will be submitted after device eval is completed.